Event description:
It was reported that there was premature battery depletion, no telemetry, and no magnet response. At follow-up in 2009, the device had a longevity estimate of 3.5 years. An immediate device replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.